Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated, and a definite cause for the reported single leaflet device attachment (slda) could not be determined. Recurrent mitral regurgitation (mr) is a cascading effect of slda. The reported patient effects of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1-2. On (B)(6) 2019, the patient returned for a follow-up. Imaging showed the clip became detached from the posterior leaflet but remained attached to anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. Therefore, the patient remained hospitalized to undergo a second mitraclip procedure. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.